Manufacturer narrative:
Result of investigation: the investigation revealed the following errors: image interference due to a damaged cable. Light output outside the spc. 62%. Kinked cable. The ccu supply cable is cut. Fracture on the shaft#. Old software version. Software update required. The technical investigation confirmed the fault description provided by the customer. Due to a kink in the cable caused by the customer and a break in the shaft as a result of excessive strain, it is clear that an operating error during preparation or by the user himself is the cause of the image failure. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "cable damage, loses image".no negative impact in state of health reported.